Manufacturer narrative:
(B)(4)

Event description:
(B)(6)-2009: the patient presented with following pre-op diagnoses: degenerative disc disease lumbar spine. L5-s1 spondylolisthesis. Lumbar stenosis. Left lower extremity radiculitis. Low back pain. The patient underwent following procedures: l5 laminectomy on a spondylolisthesis. L4 laminectomy. L4-5 laminectomy and foraminotomy and l5-s1 foraminotomy. Pedicle screw instrumentation l4, l5 and s1 bilaterally. Posterolateral fusion l4, l5 and s1. Left posterior iliac crest bone graft. Per-op notes: the surgeon decorticated the transverse process at l4, l5 and the sacral ala. With this decortication bilaterally, surgeon placed the combination of infuse bone morphogenic protein with master graft and the bone graft to the gutters. No patient complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.